Event description:
Hill-rom received a report that alleged the vest model 105 may have contributed to the patient's 2 fractured vertebra. The patient has osteoporosis and reported that his spine md ignored questions regarding the vest, causing his spine pain. The unit was returned to hill-rom, evaluated, and no problem was found with the device.